Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. The handle was returned opened from the customer site. All internal shafts were detached from the handle when returned from the customer site. Visual examination showed multiple kinks throughout the outer sheath and buckling at the nosecone. The pull handle was not returned. The retainer clip was also missing when returned. The cuff bond clip did break and was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified superficial femoral artery (sfa). A .014 guidewire was passed through the lesion, pre-dilation was performed with a 4mm balloon, and a 6 x 150 innova¿ stent was placed via a contralateral approach in the proximal sfa with no issues. Pre-dilation was attempted in the distal sfa; however the balloon could not cross the lesion. The guidewire was exchanged for a .035 and an introducer sheath was re-inserted. This 6 x 150 x 130 innova¿ was then advanced to the distal sfa and deployment initiated. The stent was deployed a few centimeters and the thumbwheel stopped working and it was unable to deploy the rest of the stent. The stent was able to be deployed by separating the shaft part and pulling out the middle shaft. There were no patient complications reported and the procedure was completed with this device.